Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient presented an infected total hip, all implants were removed and replaced with a prostalac hip. Significant corrosion around the taper and head were noted. Significant bone loss due to metalosis around the proximal femur. Doi: 2005; dor: (B)(6) 2018; right hip.